Event description:
Upon inserting a smith and nephew 4.0 cannulated screw, a tooth from the screw broke off inside the patient. Smith nephew rep aware. Manufacturer response (as per reporter) for orthopedic screw, cannulated screwunknown